Event description:
It was reported that the lead previously had r-waves which ranged from 5-20mv and currently measure 0.8-0.5mv. A new pacing lead was added for pacing and sensing, and the high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.